Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery several times. The customer's blood glucose level was 500 mg/dl. The customer stated that they were going to cancer treatment and does not know why their blood glucose was rising. The customer declined troubleshooting. The customer was sent a loaner insulin pump by request.